Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2020 on 29-jun-2022, the company was made aware that patient (B)(6) underwent a revision surgery on (B)(6) 2022 due to curve progression, the surgeon replaced the implant from an apifix (mid-c) 115mm to an apifix (mid-c) 125mm.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2020. On 29-jun-2022, the company was made aware that patient (B)(6) underwent a revision surgery on (B)(6) 2022 due to curve progression, the surgeon replaced the implant from apifix 115mm to apifix 125mm. According to the surgeon, the patient had a curve loss because of length growth. It was decided to replace the implant with a larger (longer) one. The surgeon added that she wished it could have been done earlier, but the patient missed his follow up appointments. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.